Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that sparks were observed from the device.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the customer reported that the crossfire 2 console was sparking and smoking while in use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be non conforming power board component. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that sparks were observed from the device.